Event description:
(B)(6) center of synthes (B)(6) informed synthes product service, (B)(6), that multiple unopened transverse and transconnectors were found on incoming inspection to have the screws completely separated from the devices inside the packages. This is 4 of 5 reports for the same event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional information: the original lot number was 6228749. The lot number changed once the device was repackaged at (B)(4). Device received in (B)(4) 2010. Device not available for evaluation. A review of the manufacturing record has been requested. Conclusion not available at this time.